Manufacturer narrative:
(B)(4). The reported complaint for "severely kinked he driveline causing he related alarms" is confirmed based on the customer provided photos with the complaint report. In the photos, the inflation driveline tubing was noted kinked. The kinked inflation driveline tubing can impede or prevent the helium supply and can cause helium loss alarm. Based on the event details, the issue was resolved after replacing the inflation driveline tubing. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the kinked inflation driveline tubing. The root cause of the kinked inflation driveline tubing is undetermined; a potential root cause is customer handling related. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported that "caller reports possible he loss 3 and high baseline alarms. Helium driveline found to be severely kinked. Caller has retrieved another helium driveline. Helium driveline exchanged successfully. He alarms resolved after exchange". No patient harm or injury. The patient status is reported as "fine".